Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 4. Reference manufacturer reports: 1627487-2010-02984, 1627487-2010-02986, and 1627487-2010-02987. The patient received her scs system, including an ipg and three percutaneous leads, on (B)(6) 2008. The leads were implanted in the occipital area and the system was intended to alleviate the patient's headache pain (off-label use). It was reported the leads were explanted and replaced due to migration. During the explant procedure, the physician found that the silicone header of the ipg had begun to erode. The physician also explanted and replaced the ipg. The leads were discarded during the explant procedure; however, the explanted ipg was returned to the manufacturer for analysis. Follow up on the patient found no further issues reported.